Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-05-20. H.6. Investigation summary samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time. H3 other text : see h.10.

Event description:
It was reported that prior to use syringe was discovered to have molding defects (bubbles) with a 1/2 ml bd safetyglide¿ insulin syringe with attached needle. The following information was provided by the initial reporter: syringe has bubbles.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use syringe was discovered to have molding defects (bubbles) with a 1/2 ml bd safetyglide¿ insulin syringe with attached needle. The following information was provided by the initial reporter: syringe has bubbles.